Event description:
It was reported that during a lap gastric bypass procedure, the hand activation buttons did not work when pressed. It worked for a while and then stopped. No error code. They got a new one to complete the procedure. There was no patient consequence. Device will be returned.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely non- functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.